Event description:
The patient coughed and the vent started alarming and would not stop. The vent never said malfunction but it was in-op. Vent over-prssurized and busted plastic test lung. Verified over-pressurization, expiratory pressure transducer read -9.8 (e=-9.8). Replaced expiratory pressure transducer.